Event description:
During a dual extension pass, the carrier broke off in the neck region of the patient. The physician had to make an additional incision in the patient's neck to retrieve the extensions and make another pass.

Manufacturer narrative:
Final device analysis of the 3655 carrier revealed a procedural non-conformance; the dual carrier was cracked/broken. The carrier broke at the distal end of the inner carrier. The inner carrier stretched slightly prior to breaking. There are impressions in the carrier indicating that it was pulling out of the tunneling tool and bending over the edge. The shaft is bent in the normal location when used in a tunneling tool handle; however, it is necked down indicating a strong tensile force was applied.